Event description:
Vascular access team preparing to insert a powerglide in the patient's arm. During the sterile set up, nurse attempted to deploy the guidewire (this is a normal task to ensure the guidewire is working correctly), but it did not deploy. Nurse then noted that the plastic housing was disconnected at one end. Nurse was able to snap plastic housing back together but guidewire still would not deploy. This catheter was removed from the sterile field and a new powerglide kit was opened and used. Another vat rn at the bedside and witnessed.